Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR 1218950-2017-05189 was incorrectly submitted as a follow up and should have been a complete intial. Please see MFR 1218950-2017-05189 for investigaiton

Event description:
It was reported to philips that the etco2 is not working. There was no reported patient involvement/adverse patient impact.